Manufacturer narrative:
The device was not returned for eval. The device did not malfunction and the device worked properly during surgery. The pt is doing well and describes minimal related symptoms. She will continue to be monitored. Additionally, dvt is a known side effect of surgical intervention in the peripheral venous system. Additional lot numbers: 4015, 4018; exp date: 03/2013-05/2013. Device MFR date: 04/2011-05/2011.

Event description:
On (B)(6) 2011, the clarivein device was used during a venous ablation procedure on the small saphenous vein. During the post-procedure f/u on (B)(6) 2011, the pt mentioned slight discomfort in the area of treatment. Using duplex ultrasound, a small dvt was noted at the junction of the posterior tibial vein and the popliteal vein. The pt was prescribed lovenox and compression stockings, and advised to walk often.